Event description:
Additional information received reported impedances measurements obtained (B)(6) 2009 and 2011 and (B)(6) 2012, showed some electrodes out of range, greater than 3600 ohms.

Event description:
Additional information received reported that following the revision the patient was getting great stimulation to all areas of pain.

Manufacturer narrative:
Analysis of neurostimulator model 37701 serial # (B)(4) showed no significant anomalies. Analysis of lead model 3778-75 serial # (B)(4) showed the conductors were broken/cut due to overstress damage. The distal segment of the lead was returned in small segments. All the conductors in the distal segment were broken in the distal segment and further measurements were unable to be performed. Functional testing showed the continuity was acceptable on the proximal segment and no shorts were seen between the circuits. Analysis of lead model 3778-75 serial # (B)(4) showed the conductors were broken/cut due to overstress damage. The distal segment of the lead was returned in small segments. All the conductors in the distal segment were broken in the distal segment and further measurements were unable to be performed. Functional testing showed the continuity was acceptable on the proximal segment and no shorts were seen between the circuits. Analysis of anchor model 3550-39 serial # unknown showed no significant anomalies. Analysis of anchor model 3550-39 serial # unknown showed no significant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery seemed to have been depleted normally.

Event description:
It was reported that a patient had a loss of stimulation in 2009 after a horsing accident. An impedance check was done and there were abnormal impedances. They were able to program around the abnormal combination. Then the patient came back in when her battery was at end-of-life (eol). An x-ray of the lead showed electrodes has separated away from the lead. The patient did have adequate stimulation, but confirmed disconnecting electrodes and wanted a new lead. A surgical revision was performed. One electrode was located outside the spinal canal, dissecting down to the c-2 area. The next electrode was found after the laminotomy was performed. The remaining leads were removed. Two electrodes were left in the epidural space at approximated the c5-7 region. A new lead was placed. The patient's status was reported as alive with no injury or adverse event. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.